Event description:
The customer reported the ventilator would not power on. Not in use, no patient or user harm reported. The investigation is ongoing.

Event description:
The customer reported the ventilator would not power on. Not in use, no patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The ventilator was received at the manufacturer's bench repair facility. The bench engineer (be) confirmed the unit is not turning on when connected to power. The power management (pm) board is malfunctioning, and no primary alarms are displayed. The user interface (ui) pcba cable connector is damaged and needs to be replaced. The bench repair engineer replaced the pm pcba and ui to pm pcba cable to resolve the issue.

Manufacturer narrative:
The user interface to power management cable was returned for failure analysis. Visual inspection of the returned cable revealed no evidence of damage or contamination. The user interface to power management cable was tested and no failures were identified.

Manufacturer narrative:
The power management board was returned to philips, and failure investigation was performed. The technician documented the following conclusion/root cause, "product investigation lab (pil) confirms the component under test failed to power on as alleged. Pil found that the 33vdd signal was approximately half of the expected voltage. Voltage measurements taken indicate that the u11, q12, and/or q16 may be faulty. Frequency measurements further suggest that it is the u11 which has failed." Product UDI is corrected.